Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the haptic was damaged. The damage was noted after the iol was inserted into the eye and the incision was enlarged to facilitate removal and replacement. Additional information has been requested.